Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 800 instrument, and identified the failure mode as a defective sample wash collar vacuum valve. The fse replaced the sample wash collar vacuum valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of multiple erroneous patient results for c3 (complement c3), c4 (complement c4) and bun (blood urea nitrogen) and cc sample probe leaking on their unicel® dxc 800 instrument. The customer stated the erroneous patient results were not reported out of laboratory. There was no effect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide data.